Event description:
It was reported the epg (external pulse generator) turned off during the self-test. A pacer analyzer was used, and the epg turned off after 15 minutes in use. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the lower case was broken, the keyboard pad was cosmetically damaged, one side bail cover was broken and the battery release, lead flex cover and battery drawer were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.